Manufacturer narrative:
Corrected h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant after a successful connection with the right ventricular (rv) lead the physician then tried to connect the implantable pulse generator (ipg) to the right atrial (ra) lead. While attempting to engage the set screw of the ra port, the physician experienced difficulties. Initially a second wrench was attempted and during post connection testing the ra lead exhibited sensing issues, variable impedance values and high impedance. After these measurements, the physician commented that the set screw felt stripped, so used the torque wrench and attempted to reconnect again. The physician then reported that the set screw "just didn't feel right" and that there was a lot of difficulty with engaging and rotating the wrench. The procedure was completed using a different implantable pulse generator (ipg) and the ra lead was also successfully implanted. The ipg was attempted, not used and replaced. No patient complications have been reported as a result of this event.